Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the outer insulation had a breached depression. The defibrillator conductor was distorted and the distal conductor was stretched. There were several conductors that had blood/body fluid (not obstructed). The outer insulation was melted, pulled apart (overstress), had cosmetic environmental stress cracking and had a white substance on it. The middle insulation was breached with metal ion oxidation. The helix lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.